Manufacturer narrative:
Device evaluation: neither samples nor pictures were received for the analysis of this complaint. Due to the lot number not being provided, it was not possible to execute the DHR review for this complaint. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures were provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the yellow 4-way stopcock connected to the patient's ij central line broke in half and the multiple medication that were infusing through that lumen/stopcock were backflowing out of the broken stopcock onto the bed. There was patient involvement and no patient adverse event reported.